Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a defect was found in iol. There was a patient contact. The procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that, when the iol enters in the eye, there was a crack or mark on lens center of patients vision. Therefore, the lens was removed and replaced with another lens. There was no complications or patent harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).